Event description:
A pt reported that she was skin-tested about 2 years ago (5/97) with negative results. The pt has been treated on a regular basis since that time. About 2 to 3 mos ago (about 2/99), the pt was treated at the glabella, nasolabial folds, upper and lower lips, vertical lip lines, and facial lines. The pt stated that the correction did not last beyond a month. The pt complained of discoloration in the forehead area and of breakouts of "pimples" on the sides of her face since the treatment. The pt did not recall the onset date of symptoms. The pt stated the physician opened and drained the pimples. The pt complained of scars at those sites. The physician has also prescribed topical retin-a cream, (exact date not known).